Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken video connector pin causing no image occurred because of user handling. It may have been connected slantwise, forcibly bent, pulled, twisted, or squeezed it with excessive force. This resulted in the scope and processor not being able to connect. The instructions for use operation manual describes how to handle the device as follows which may have prevented the event: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event of a damaged socket pin that was pushed up against the back. The evaluation uncovered a broken video connector pin causing no image. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during preparation for use, the visera elite video system center socket had a damaged pin that was pushed against the back. Upon inspection and testing of the customer returned device, it was observed that the video cable connector failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.